Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that log files were submitted and technical service revealed a no external power event due to the mpu ac power cord becoming loose. No further information expected.

Manufacturer narrative:
Additional information: manufacturing evaluation conclusion: evaluation of the submitted log file confirmed no external power alarms while the patient was supported by the mobile power unit; however, a specific cause for this finding and a direct correlation to the mpu could not be conclusively established. The submitted log file contains data from 17apr2018 at 20:20:51 through 29may2018 at 12:42:01. The fixed speed was set to 9400 rpm and the low speed limit (lsl) was set to 8400 rpm. The pump maintained a speed above the lsl without issue for the duration of the file. The information recorded on 23may revealed that there was a no external power alarm while connected to a mpu. The associated voltage levels indicated that the power to the mpu was lost. The pump support was not affected and the system was supported by the backup battery (ebb) during the event. One other no external power alarm was captured on 27apr; however, this appeared to be due to both power cables being disconnected at the same time (investigated under pi-2018-0091671-01). There were no other notable alarms active in the log file. The account communicated that the patient experienced elevated ldh with increased powers and flows (investigated under pi-2018-0091671-01). It was later reported that the no external power alarm that the patient experienced while being supported by the mpu was due to the ac power cord was coming loose from the mpu. The patient was reportedly fine. The mobile power unit was not returned for evaluation and was remained in use. According to the device history records, the device was manufactured and shipped with a v-lock cable; however, it could not be determined if this cable was in use at the time of the event. The hmii patient handbook addresses all alarm conditions including no external power alarms and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. A review of the device history record revealed that the device met specifications prior to leaving abbott manufacturing facilities. No further information is available. The manufacturer is closing the file on this event.